Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patients concerns with the product" and capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side "exchange from textured to smooth implants due to the patients concerns with the product" and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "exchange from textured to smooth implants, due to the patients concerns with the product with capsular contracture, baker grade iii. On unknown side" this is for, the right-side device. The device remains implanted.